Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-36650. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint pr. (B)(4) has been evaluated. The batch 6006585 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula and introducer needle found bent/kinked during insertion. Complaint investigations. 1 used set was provided and there is visible the soft cannula was kinked at the middle. The reference samples from the lot have been requested. Test results: visual test according to wi version 1. 1 used set failed the test. The set was found with the soft cannula kinked at the middle. Functional flow test 1 according to wi version 1.1 used cannula passed the test. Visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) the lot 6005765 was manufactured according to the wi version 111 manufactured in the line 7, on 01/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 11/feb/2025 against malfunction code soft cannula and introducer needle found bent/kinked during insertion. And lot 6005765 and no other complaint has been registered in database for the same lot 6005765 and malfunction code. Conclusion summary of the related event: as a result of the following: set returned was found with the soft cannula kinked at the middle, no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets cannula kinked events on (B)(6) 2024. Events occurred after 3 or more hours of insertion. The insertion site was at abdomen for ist event and upper buttocks for 2nd event. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.